Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system recorded an alert for right ventricular (rv) lead low out of range pacing impedances measuring 160 ohms. The physician opted to schedule a remote follow up to further review the observation. No adverse patient effects were reported. This lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).